Event description:
It was reported that the patient had visited the ER (emergency room) with hyperglycemia, dehydration and uti (urinary tract infection). The patient reported being unsure if the cannula was properly inserted into the infusion site. The patient's blood glucose levels reached 580 mg/dl while wearing the pod. The patient was treated with an antibiotic and saline solution. The patient was released the following day. The pod was removed prior to visiting the ER.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.